Manufacturer narrative:
Additional information was received that there will be no further course of action to be taken at this time.

Event description:
A report was received that the patient's contacts had high impedances potential for lead fracture. It was noted that the ipg was not working. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the physician suspected the lead or splitters were fractured. It was mentioned that the patient had fell on the battery site. The patient underwent a revision procedure wherein ipg and leads were replaced. The patient was doing well postoperatively. The explanted splitters were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's contacts had high impedances potential for lead fracture. It was noted that the ipg was not working. The patient will undergo a revision procedure.

Manufacturer narrative:
Sc-2316-70 (B)(4) device evaluation indicated that most of the cables were fractured at the kinked section of the lead right after the retention sleeve on the proximal end. The fractured cables resulted in the reported complaint of high impedances. Additionally, the lead was cleanly cut 11.5 cm from the distal end. The lead insulation and electrode # 16 were pulled out and not returned. Sc-1110-02 (B)(4) device evaluation indicated that the ipg passed all test performed and revealed no anomalies. Sc-3400-30 (B)(4) device evaluation indicated that the lead extension passed impedance measurement test and revealed no anomalies. Sc-4316 (lot: 15135864) device evaluation indicated that one of the eyelets was torn, and silicone materials from the eyelets was not missing.

Event description:
A report was received that the patient's contacts had high impedances potential for lead fracture. It was noted that the ipg was not working. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02 serial #: (B)(4). Description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient's contacts had high impedances potential for lead fracture. It was noted that the ipg was not working. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that rep was able to reprogram the patient and he only had a few contacts left to use. The physician could not tell from x-rays if there was a lead fracture. They were going through process for a revision.

Event description:
A report was received that the patient's contacts had high impedances potential for lead fracture. It was noted that the ipg was not working. The patient will undergo a revision procedure.